Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.